Manufacturer narrative:
Section d4: expiration date: unknown, as the lot number was not provided. Section d4: UDI number: unknown, as the lot number was not provided. Section d6a: if implanted, give date: not applicable as product is not an implantable device. Section d6b: if explanted, give date: not applicable as product is not an implantable device section h3-other (81): the device was not returned for evaluation and the lot number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the lot number was not provided. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon experienced a corneal wound burn while doing cataract surgery on a patient with a dense lens. The johnson and johnson representative checked the customer¿s machine/event log, and nothing looked out of the ordinary. The surgeon confirmed that the corneal tissue that is part of, adjacent to the incision had a thermal injury, was burned, and therefore would not seal on its own which required five (5) sutures to close. The surgery successfully completed, and no other medical or surgical interventions were indicated. The surgeon has been using the healon 5 for years, sometime for the patients with dense cataracts. He stated this is the first time this has happened to him in many years. Because this was a dense lens case, the surgeon used healon 5 and while he was in sculpt mode, he noticed some ¿milk¿; ultrasound generates micro bubbles and they make the fluid look milky. This is usually not seen though because the fluid is being aspirated.  It is likely that there was enough of the healon 5 inside the phaco tip that was not aspirated enough, therefore allowing the blockage fluid flow, which serves to cool the phaco tip as ultrasound is generated and protects the adjacent corneal tissue. On (B)(6) 2023 the doctor saw the patient and she was doing well. Incision is sealed and patient seeing 20/40. There is no product to return. No further information was provided. This emdr report is for the healon 5 pro device. A separate report is being submitted for the phaco handpiece device.

Manufacturer narrative:
Additional information: additional information received from the surgeon indicated that the patient was seen last on (B)(6) 2023, and was doing well. The residual acuity was 2100, with pinhole was 20/40, pressure was 14, well felt with sutures. The follow up visit is scheduled for (B)(6), 2023. No further information is available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.